Event description:
Received a report that a pc unit and pump module were sequestered due to melted connectors. The reporter stated that the nurse saw smoke and smelled burning. The patient was a surgical patient that had just returned from the operating room. Reporter also stated that there was no harm to the patient.

Manufacturer narrative:
(B)(4). The biomed indicated the user facility would be doing their own internal investigation as to why the connectors melted on both devices. The customer declined to send the device in for evaluation. Unable to determine the root cause of the customer's reported event.